Event description:
A report was made about a pump with a cracked screen corner, scratches on the housing and screen, and a time delay of 5-7 minutes that persisted even after regular resets. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, was out of warranty, and was in the process of renewing their equipment.